Manufacturer narrative:
The reported issue was confirmed. The root cause identified is an open pin on the transducer connector end of the manifold cable assembly. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert in an arctic sun device. Flow was fluctuating between 0 and 3lpm. Currently flow rate (fr) was 0lpm, inlet pressure (ip) was -11.2psi, circulation pump command (cpc) was 0 percentage. Pump hours were 1432.6 and system hours were 1621.2. They sent this device to biomed previously and it was returned to the floor. Stopped therapy, disconnected pads, and started in manual mode without pads attached. Flow 1.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 46%. Connected pads one at a time. Right thigh 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 28 percentage, right chest 1.9lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 44 percentage, nurse connected both left pads 3.2lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 76 percentage. Placed device back in automatic mode, disabled manual control. Flow 3.0lpm, inlet pressure (ip) was -7.2psi. Therapy continued. Asked nurse to send device to biomed once therapy was completed.

Event description:
It was reported that they were getting a low flow alert in an arctic sun device. Flow was fluctuating between 0 and 3lpm. Currently flow rate (fr) was 0lpm, inlet pressure (ip) was -11.2psi, circulation pump command (cpc) was 0 percentage. Pump hours were 1432.6 and system hours were 1621.2. They sent this device to biomed previously and it was returned to the floor. Stopped therapy, disconnected pads, and started in manual mode without pads attached. Flow 1.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 46%. Connected pads one at a time. Right thigh 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 28 percentage, right chest 1.9lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 44 percentage, nurse connected both left pads 3.2lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 76 percentage. Placed device back in automatic mode, disabled manual control. Flow 3.0lpm, inlet pressure (ip) was -7.2psi. Therapy continued . Asked nurse to send device to biomed once therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.